Event description:
The customer reported to olympus, the distal sheath of the colonovideoscope was pierced and had wear and tear. It is unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, the nozzle was clogged by an organic, brown-colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light guide rod lens was cracked, the distal sheath was separated and worn out, the connecting tube was wrinkled, the key top 1 had a pinhole, the biopsy channel had wear and tear, the angulations were out of specification and the insulation distal end resistance value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.